Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the conductor cable wires were visibly separated from the lead body. An insulation break was noted via x-ray and a large thrombus was on the exposed cables. The lead was explanted.